Manufacturer narrative:
Concomitant medical products: w4tr01 crt-p, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing tachycardia and the left ventricular (lv) lead exhibited high thresholds and loss of capture. The lv lead was reprogrammed and remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.